Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the duodenum during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2018. There were 4 columns of large varices 35 cm from the incisors. The varices were not bleeding. The physician removed the endoscope and placed the speedband superview 7 device. The physician fired the first band but it did not deploy. The suction was turned off and water insufflation was attempted. The ligator head was lodged on the varix. The scope was withdrawn to break the suture and release the ligator. The scope was reintroduced and the ligator head was removed using biopsy forceps. The scope was then reinserted and there was no evidence of bleeding. It was noted that six bands were seen on the single varix at 35 cm from the incisors. There was no bleeding. The physician noted that they did not complete all of the steps during setting up of the device, which allowed the polyp to twist around the suture thread and become stuck. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.